Event description:
Two patients died from progressive disease [disease progression] . Biliary injury [biliary tract disorder]. Mild hypertension [hypertension]. Pain control [pain]. Preloaded with doxorubicin [off label use of device]. Case description: initial information received on 18-may-2016: this literature case report was published in 2011 in cardiovascular and interventional radiology by gaur sk et al. With the title "hepatic arterial chemoembolization using drug-eluting beads in gastrointestinal neuroendocrine tumor metastatic to the liver" and concerned five patients. The patients' medical history included metastatic gi neuroendocrine tumor to the liver. No information concerning concomitant medication was provided. Between 2004 jun-2004 and jun-2009, 18 patients with metastatic gastrointestinal (gi) neuroendocrine tumors to the liver underwent treatment with lc bead (100-300 or 300-500 microm) preloaded with doxorubicin (50-100 mg) by the hospital pharmacy and were infused into the most selective artery possible as drug-eluting bead chemoembolization for metastatic gi neuroendocrine tumor to the liver. On an unspecified date, a (B)(6) female patient experienced biliary injury. A biliary injury was noted on the patient's routine follow-up CT scan after drug-eluting bead chemoembolization. This event did not require additional treatment. The outcome of the event biliary injury was not reported. On unspecified dates, two patients (age, gender unknown) died during the study period from progressive disease. On other unspecified dates, two patients (age, gender unknown) required an additional hospital day for pain control and mild hypertension. The outcomes of those events are unknown. The authors considered the event of biliary injury as a major complication and assessed the event of biliary injury as related to the use of lc bead. The authors did not provide a causality assessment of the events of progressive disease, pain control, and mild hypertension to the use of lc bead. The company assessed the event of disease progression as serious (death); the events of pain and hypertension as serious (hospitalization); the event of biliary injury as serious (medically significant); and the issue of off-label use as non-assessable. The case is linked to (B)(4). Case comment: disease progression, pain, hypertension, biliary injury and off label use are considered unlisted as per lc bead instructions for use. In agreement with the authors, the company considers the event of biliary injury as related to the device since this possibility cannot be excluded. In absence of the authors' assessment, the company considers the events of disease progression, pain, and hypertension related to the device since this possibility cannot be excluded. Off-label use of device was considered non-assessable as an event. This single case report does not modify the risk benefit balance of lc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Two patients died from progressive disease [disease progression]. Biliary injury [biliary tract disorder]. Mild hypertension [hypertension]. Pain control [pain]. Preloaded with doxorubicin [off label use of device]. Case description: initial information received on 18-may-2016: this literature case report was published in 2011 in cardiovascular and interventional radiology by gaur sk et al. With the title "hepatic arterial chemoembolization using drug-eluting beads in gastrointestinal neuroendocrine tumor metastatic to the liver" and concerned five patients. The patients' medical history included metastatic gi neuroendocrine tumor to the liver. No information concerning concomitant medication was provided. Between jun-2004 and jun-2009, 18 patients with metastatic gastrointestinal (gi) neuroendocrine tumors to the liver underwent treatment with lc bead (100-300 or 300-500 microm) preloaded with doxorubicin (50-100 mg) by the hospital pharmacy and were infused into the most selective artery possible as drug-eluting bead chemoembolization for metastatic gi neuroendocrine tumor to the liver. On an unspecified date, a (B)(6) female patient experienced biliary injury. A biliary injury was noted on the patient's routine follow-up CT scan after drug-eluting bead chemoembolization. This event did not require additional treatment. The outcome of the event biliary injury was not reported. On unspecified dates, two patients (age, gender unknown) died during the study period from progressive disease. On other unspecified dates, two patients (age, gender unknown) required an additional hospital day for pain control and mild hypertension. The outcomes of those events are unknown. The authors considered the event of biliary injury as a major complication and assessed the event of biliary injury as related to the use of lc bead. The authors did not provide a causality assessment of the events of progressive disease, pain control, and mild hypertension to the use of lc bead. The company assessed the event of disease progression as serious (death); the events of pain and hypertension as serious (hospitalization); the event of biliary injury as serious (medically significant); and the issue of off-label use as non-assessable. Final assessment on 22-jun-2016: follow up information has been requested. The author replied that he cannot provide any further information since the manuscript was published 5 years ago and he no longer has the data. The case is considered lost to follow up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. The case is linked to (B)(4). Case comment: disease progression, pain, hypertension, biliary injury and off label use are considered unlisted as per lc bead instructions for use. In agreement with the authors, the company considers the event of biliary injury as related to the device since this possibility cannot be excluded. In absence of the authors' assessment, the company considers the events of disease progression, pain, and hypertension related to the device since this possibility cannot be excluded. Off-label use of device was considered non-assessable as an event. This single case report does not modify the risk benefit balance of lc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.